Event description:
It is reported that the pt was revised due to a periprosthetic fracture after falling. The stem was noted to have subsided.

Manufacturer narrative:
This report will be amended when our investigation is complete.